Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and complication of device removal ("women who have had improper removal and have fragments left behind"). At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: complication of device removal and device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment left behind') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device breakage (seriousness criterion medically significant) and complication of device removal ("women who have had improper removal and have fragments left behind"). At the time of the report, the device breakage and complication of device removal outcome was unknown. The reporter considered complication of device removal and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :complication of device removal and device breakage quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.